Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation after suffering a fall in (B)(6) 2018. After impedance checks and x-rays, the physician opted to explant and replace the patient¿s lead with a new model, which resolved the issue. The explanted lead was found to be fractured.